Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance when attempting to remove air from the cartridge during the load process. Reportedly, the plunger did not pull backwards when inserting into the cartridge fill septum. There was no reported impact to the customer's blood glucose level. The customer resolved the issue by loading a new cartridge. As the reported event occurred in the past, tandem technical support was unable to perform troubleshooting.